Event description:
It was reported that on (B)(6) 2010, a pt in a controlled trial of deep brain stimulation for obsessive compulsive disorder reported a sudden worsening of depressive symptoms. When checked, impedances in the right electrode were reportedly high. It was decided there was a loose connection somewhere between the wiring of the implanted device and the right electrode. Surgical intervention to connect the loose connection was scheduled for (B)(6) 2010. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.